Manufacturer narrative:
No product was returned for evaluation for this issue (use error). Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to a low blood glucose (bg) of 14 mg/dl. Reportedly, the customer miscalculated their food bolus, resulting in over delivery and a low bg. The customer attempted to drink juice to resolve their issue, but could remember what treatment was received while in the hospital. The customer was released from the hospital on (B)(6) 2019 with no permanent damage. The customer has reverted to manual injections for insulin therapy.